Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off by itself was confirmed. Ventec also observed that the device would continuously reboot. Ventec opened the device to perform an internal inspection and observed that its cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device powered off unexpectedly during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec reached out to the initial reporter for additional information about the patient, but no response has been received.